Event description:
It was reported to MFR, by dealer sunrise medical (B)(4), per their customer their pt was in bed and they were starting to raise him, when the pin that holds the scale and cradle to the mast had broken. Pt fell back onto his bed. And the cradle and scale fell on the head of the pt. He was taken to the hospital and released the same day. Incident report from the hospital states pt was not hurt, no injury and no pain at the moment of the incident, but one hour later there was a presence of edema on the upper lip. (B)(4) was issued to get lift component parts back for eval. In addition the MFR of the scale has been notified.

Event description:
Reporter alleged obtaining the results of 163 mg/dl, 80 mg/dl and 79 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.